Manufacturer narrative:
An empty shelf carton for pen needles for lot # 6251709 was returned. Complaint history check yielded 5 (five) complaints for unrelated conditions for the lot reported. No obvious trends were noted. Currently awaiting for device history review from manufacturing. Will submit supplemental report when this is completed.

Event description:
Consumer reported pen needle broke off in her stomach, and she had to go to the hospital and have xrays to locate and extract the needle.